Event description:
It was reported the instrument was used during a luna/diagnostic laparoscopy/adhesiolysis. It was reported on the 3-day post-operative visit a superficial burn on the abdomen was noticed consistent with the size and shape of the harmonic scalpel dissecting hook. The dh085 was used in the diagnostic laparoscopy without difficulty.